Manufacturer narrative:
Initial reporter phone: (B)(6). Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30500826m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported a female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered phrenic nerve paralysis. In the second procedure, the right diaphragm became immobile after right pulmonary vein (rpv) ablation. Diaphragm movement was confirmed on fluoroscopy until ¿bb¿. The procedure was continued, pacing was performed at the ablation site at the time of rpv ablation, but there was no twitching. Ablation was not performed extremely deep in the pulmonary vein (pv). After that, before performing svc isolation, we checked the twitching, but it did not respond, and when we checked with fluoroscopy, the right diaphragm was not moving. Phrenic nerve paralysis and right diaphragm became immobile. The physician commented that there was no causal relationship with the product and the patient was running along a rare diaphragmatic nerve. Additional information was received and it was reported that the hospitalization was extended by 1 -2 days. In addition, although the movement of the right diaphragm showed some improvement, it did not fully recover. This adverse event was discovered during the use of biosense webster inc. (Bwi) product. The physician¿s opinion on the cause of this adverse event was that it was patient condition related. It was not related to the bwi product and the physician commented it was caused by the patient's unusual phrenic nerve anatomy. No intervention was conducted. The patient¿s condition was reported as improved. The patient was discharged safely.